Event description:
Patient had laparoscopic nephrectomy procedure. Ligasure maryland jaw laparoscopic sealer/divider and generator were used during the surgery. The patient returned to the operating room after approximately 1.5 hours due to postoperative bleeding. Surgeon performed explore lap, evacuated hematoma, found the bleeder, and ligated it. Ebl 2-3 liters. Patient required resuscitative measures during the surgery. FDA safety report ID# (B)(4).